Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h1, h2, h3, h6, h10 4310 - intuitive surgical inc. (Isi) has received the isi core controller (icc). Failure analysis confirmed that the icc passed the power cycle and evaluation on the test system. All arms moved with no issue when using this icc. The reported issue was not replicated.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the isi core controller (icc) but the failure analysis investigation is not completed. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rending the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to take control of any arms. The customer attempted to hard power cycled the system with an emergency power off (epo) switch with no resolve. The customer performed another power cycle and reseated the blue fiber cable to the surgeon side console (ssc). The errors logs showed no issues and all patient side manipulator (psm) leds were blue. The ssc touchpad also looked normal. The customer then chose to convert to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the were no issues identified during setup of the procedure. The issue occurred about 45 minutes after the start of the case. The procedure was completed laparoscopically with no further issues. There was no injury to the patient. The patient did not experience any post-surgical complications.